Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead had an issue, as the patient indicated that it was drawing more than it should have. The patient recently underwent lead revision surgery, during which the rv lead was capped, and the pacemaker was replaced with a new one due to normal battery depletion. No additional adverse patient effects were reported.